Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to knee laxity on the right. Polys were explanted and replaced with 17mm medial pivot inserts.

Manufacturer narrative:
After the initial report it was determined that there was no complaint stated against the component. The complaint was against the insert which was reported under MDR 3010536692-2018-00505 . Please void the initial report.